Event description:
Customer reported that for about a week or two she has been experiencing sensor glucose readings discrepancies. Customer stated that her sensor glucose would show 60 mg/dl and blood glucose was at 113 mg/dl and the insulin pump will alert for low threshold suspend. Last blood glucose level was 263 mg/dl; treated with the insulin pump. Customer is inserting sensor in the abdomen area. Sensor appears to be fully inserted and flat against the skin. Customer also reported that most of the sensors last 5 days and she received low and high predicted alerts. Customer suspended a bolus due to a no delivery alarm. Blood glucose was at 131 mg/dl and she cleared the alarm and manually deliver the remaining insulin amount. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.